Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 11500 inspiris resilia aortic valve was explanted after an implant duration of 5 years, 1 month due to stenosis resulting from endocarditis. Patients presented with poor appetite, weight loss, cough, loss of taste and smell. The explanted valve was replaced with a 19mm 3300tfx magna ease aortic valve. Patient was discharged on pod#7. Per medical records, the echocardiogram demonstrated elevated pressure gradient recorded across the prosthetic aortic valve due to stenosis and likely vegetation on the aortic valve which is measuring 1.2 cm x 1 cm this is an 81-year-old female patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 11500a inspiris relisa aortic valve. Was explanted after an implant duration of 5 years, 1 month due to stenosis. The explanted valve was replaced with a 19mm 3300tfx aortic valve patient was discharged on pod#7 this is an 81-year-old female patient edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.